Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Review of device memory confirmed the presence of a higher than normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. This anomaly caused a high current drain, which over time resulted in the reported premature battery depletion (pbd) and low impedances. Analysis did not identify any device characteristics that would have caused or contributed to the reported noise and oversensing.

Event description:
This supplemental report is being filed as the device evaluation was completed.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that the pacemaker declared a lead safety switch (lss) due to low out-of-range pacing impedances on the right atrial (ra) lead, measuring less than 200 ohms. Noise and oversensing were also observed, which resulted in inappropriate atrial tachy response (atr) episodes. A chest x-ray was performed and the results were inconclusive. The capture thresholds were unable to be determined due to the noise. It was also noted that the pacemaker exhibited premature battery depletion (pbd). Boston scientific technical services (ts) reviewed the device data in the remote monitoring system and it was indicated the device had a high power consumption. Device replacement was recommended. Subsequently, a revision procedure was performed. The device was explanted and replaced, and the ra lead was explanted and replaced. No additional adverse patient effects were reported.